Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure for a cerebral infarction with the target occlusion in the m1 segment of the middle cerebral artery (mca), the 5mm x 37mm embotrap iii revascularization device (et309537 / 23e007av) was used in accordance with the instructions for use (IFU). After the axs catalyst® 6 catheter (stryker) and the trevo trak 21 microcatheter (stryker) were inserted and crossed the m1 occlusion site, the embotrap iii device was inserted into the microcatheter and a strong resistance was felt inside the microcatheter; as a result, the embotrap iii device was withdrawn. A kink was observed at the stent and wire junction. It was considered a risk, therefore, the embotrap iii was replaced with another 5mm x 37mm embotrap iii device for the remainder of the procedure which was successfully completed. There was no negative patient impact reported.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: (B)(6). Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23e007av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 29-nov-2023. [Additional information]: on 29-nov-2023, additional information was received. The information indicated that nothing was noted to be obstructing the concomitant microcatheter that may have caused the reported resistance. The same microcatheter was used with the replacement embotrap iii device to complete the procedure. No further information can be obtained. Updated sections: b.4, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.